Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn and bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -12.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to patient experienced a refractive surprise. The lens was exchanged for a different model/same length lens and the problem was resolved. Cause of the event was unknown.